Manufacturer narrative:
The generator has been requested, but to date the incident generator has not been received for evaluation. If the generator is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report states that during prep for an open rf ablation, the generator would not deliver power. Another needle was used, but problem was not solved. The procedure stopped and rescheduled for a later date.